Event description:
Loss of osseointegration, periodontal disease, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, bone resorption, peri-implantitis, bleeding.